Event description:
Event description cpi received information that this subq array lead (0049) appears to have a fracture in the middle element of the array beyond the yolk. This was noted on x-ray. At this time they have elected to monitor the patient. No invasive was performed.